Event description:
A remstar device was returned to a service center with no alleged complaint. The device was returned to a service center for evaluation. During the evaluation of the device at the service center, the device was visually inspected and noticed the connecter was burned and error log, cannot be retrieved because of thermal event. Upon review of the reported event, the service center has been instructed to return the affected component and the device to the product investigation lab (pil) for further investigation.